Event description:
During a preoperative check up, the anaesthetist discovered that the patient had a slow rhythm. The device was interrogated and high impedance was detected as well as no capture. No pt complications have been reported as a result of this event. The device was explanted, returned for analysis and subsequently tested out of specification during mfgr's analysis.